Manufacturer narrative:
One 6f response ep catheter was received for evaluation. No visual anomalies were noted. Electrical testing of the catheter revealed electrodes 1-10 displayed acceptable resistance values. Manipulation of the catheter also confirmed stable resistance values within specifications. Review if the device history record confirmed this lot met manufacturing requirements prior to shipment. The root cause classification for the pericardial effusion is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.

Event description:
Same case as MFR report number 3005188751-2012-00167. It was reported during a left wpw ablation procedure, a pericardial effusion occurred. A supreme catheter was placed in the right ventricle and a response catheter was placed in the coronary sinus. While mapping in the left atrium to build geometry, the patient complained of chest pain. An echo was performed which revealed a pericardial effusion and the procedure was stopped. The effusion resolved on its own and the patient is reported to be in stable condition.